Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. Technical services advised that critical therapy remained available.

Event description:
It was reported that there was a negative number of episodes reported on the programmer when the subcutaneous implantable cardioverter defibrillator (s-ICD) was interrogated. Data was sent in to engineering for review. Engineering determined that the counters appear to have been compromised. It was discussed that this issue is benign and does not affect device functionality. Engineering noted that the firmware log appears normal. The s-ICD remains in service and no adverse effects were reported.